Event description:
Pt was in cath lab for ablation of rca. On removal of the advancer/catheter and guide wire, the guide wire spring tip was noted to be uncoiled. Two pieces of wire were imbedded in the artery and could not be removed. The pt was taken to the or for emergency two vessel CABG and removal of foreign bodies.